Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (communication faults) was confirmed. As received, the trunk cable connector was cracked. The cause of the communication faults is the damaged connector. The root cause of the damaged connector is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing communication faults.